Event description:
On (B)(6) 2023 a customer reported to sakura field technical support (fts) agent that a cassette came out of the tissue-tek autotec a120 instrument without a lid which caused a tissue loss. Because it appeared the lid was off prior to the cassette getting to actual embedding, the instrument didn't error for a loose lid. Due to the tissue loss, a patient will have to undergo a re-biopsy.

Manufacturer narrative:
Sakura field technical support (fts) confirms the unit was functioning as intended. This is a user issue of not assembling the paraform cassettes as instructed. While on the a120 being embedded, if the lid is not closed correctly, it can possibly catch on the cassette above it and cause the lid to come open when the gripper grabs it and pulls it out. But when it scans the cassette, it should recognize that the lid isn't closed correctly and reject the cassette. No corrective action required on the instrument because tissue-tek autotec a120 did not malfunction and is working within specification. The customer operating the instrument did not properly close the cassette lids causing the tissue loss in the instrument. Corrective action for the customer is to always have a trained professional user working on the instrument and properly close cassette lids prior to loading on the instrument.